Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported that the customer experienced multiple hyperglycemic episodes caused by the malfunction of the insulin pump. The customer was reportedly using the insulin pump and infusion sets in a reasonable and foreseeable manner, in an effort to manage and control her diabetes. The device is not currently being returned for analysis.